Event description:
During vent check, respiratory noted ventilator (vent) was not delivering to set volumes. Patient taken off vent and different ventilator obtained without further incident, no harm to patient, vent to biomed for evaluation.